Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as a peritoneal infection. The cause of the peritonitis was not reported. The patient was hospitalized for the event. The patient was treated with unspecified ¿drug infusion¿ for the event. Pd therapy was withdrawn during treatment. At the time of this report the patient was not recovered from this peritonitis event. No additional information is available as the reporter declined to provide further information.

Manufacturer narrative:
Upon follow up it was reported the patient was treated with vancomycin (route, frequency, dose and duration not reported), sulperazone (route, frequency, dose and duration not reported) and oral diflucan (dose, frequency and duration not reported) for the peritonitis event. At the time of this report, the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.